Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11, e1 ( event site telephone ). Corrected field : h6 ( medical device ¿ problem code ) , d1. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, observed that system it is not showing ECG also battery back up too low. Problem found with ECG I/o socket so replaced which customer has arranged new battery also replaced which customer has arranged. Then checked system with demo balloon and trainer it is working fine & ready to use.

Event description:
It was reported that cs300 machine side ECG socket not working & battery back up is too low. ECG is not working and required battery replacement. No patient involved. No one was harmed onsite.

Manufacturer narrative:
Fields d1, d4 of the emdr is for original iabp system 98; however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog#0998-00-3023-68 UDI#(B)(4), which was reported by the customer. A supplemental report will be submitted upon completion of our investigation.